Event description:
The report states: involved a female patient using the catheters in homecare since few weeks. The nurse who is helping her reported leaks from 3 catheters used by the patient. 3 different incidents. After examining the catheters she reported leaks from the balloons. To illustrate she took a picture. The balloon is not properly inflated. Clinical consequences: no consequence reported.

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed and passed the qa inspection. There was no complaint device returned for investigation. In the absence of any actual or representative sample for investigation , further investigation could not be conducted to identify the actual root cause of this reported failure. Moreover, based on the photo provided by the complainant, it could not be observed clearly that the fluid seep out from the balloon to indicate evidence of leak balloon. Therefore this complaint could not be confirmed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: involved a female patient using the catheters in homecare since few weeks. The nurse who is helping her reported leaks from 3 catheters used by the patient. 3 different incidents. After examining the catheters she reported leaks from the balloons. To illustrate she took a picture. The balloon is not properly inflated. Clinical consequences: no consequence reported.